Event description:
Customer dropped the insert on the floor after it was opened. The tib, and fem. Had been cemented so they couldn't go up a size. Surgeon located one at another hospital and the pt was being "held" in the or. It had already been 40 minutes at the time of the call.